Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a patient who developed corneal ulcers. The patient attributes the corneal ulcers to a "mishandling" of the contact lens used during light treatment. The patient also notes that the doctor or clinic attributes the corneal ulcers to the patient's anterior basement membrane dystrophy (abmd).